Event description:
On september 11, 2007, it was reported to boston scientific corp that a polypectomy procedure using a captiflex polypectomy snare was performed one day earlier (patient age, gender and weight unknown). The complainant reported that during the procedure, the "[snare] wire split...at the top of the loop" and no portion of the device fell into the patient. The complainant stated that they believe the "patient pad is suspected to be culprit." Reportedly, the physician used a second captiflex polypectomy snare to successfully complete the procedure. At the conclusion of the procedure, the patient's condition was reported as "good."

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. A device history record review and a product family complaint trend report review is in progress; results will be provided in a follow-up medwatch report.